Manufacturer narrative:
Brand name; corrected data: this information was inadvertently left off of the supplemental #01 MFR. Report. Model #, serial #, lot #, exp. Date, and UDI #; corrected data: this information was inadvertently left off of the supplemental #01 MFR. Report. Device manufacture date; corrected data: this information was inadvertently left off of the supplemental #01 MFR. Report.

Event description:
It was reported by the physician that the patient's vns normal mode and magnet mode output currents were increased and the patient is now in the hospital for tachycardia. The physician was questioning if the tachycardia could be related to vns. The physician noted he may program the device settings down to see if the tachycardia resolves. Attempts for additional information have been unsuccessful to date.

Event description:
It was later reported by the physician's office that the patient's hospital stay and tachycardia event were not caused by vns. The vns was checked and the physician noted all parameters were working well. Additionally, the patient's hospital stay and tachycardia were noted to be caused by pneumonia.